Manufacturer narrative:
Evaluation codes were inadvertently omitted from initial report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient did not charge the ipg as recommended. In turn, the ipg became inoperable. As a result the ipg was explanted and replaced. Effective therapy was restored post-op.